Manufacturer narrative:
The cobas c 503 analytical unit serial number is (B)(6). The customer stated that the reported patient sample was icteric. The investigation is ongoing.

Event description:
The initial reporter received a questionable ammonia ii result from one patient sample tested on the cobas c 503 analytical unit. The initial result was 326 umol/l. The first repeat result from another c 503 analyzer was 64.9 umol/l. The second repeat result from the analyzer was 72.2 umol/l. The initial result was not reported outside of the laboratory. The result of 64.9 umol/l matched the patient's history and was reported.

Manufacturer narrative:
Medwatch sections d. Device identification, d. Manufacturer info, g contact office-manufacturing site (continued g1), and medwatch field g4 PMA / 510k (premarket numbers) updated. The investigation reviewed the data set provided by the customer: the calibration results are within the specified ranges. The qc results are within the +/- 2 standard deviation range. The reaction kinetics chart is unremarkable except for the high absorbances. The alarm trace on the date of event had "abnormal aspiration" and "sample clot detection" alarms. The field service representative (fsr) inspected the analyzer and replaced the slightly bent reagent and sample probes. He also inspected the main pump and gear pump pressures and the cell rinse/detergent/blank volumes. He verified the analyzer's performance with mechanical checks, calibrations, qcs, and precision checks. The investigation determined the event was consistent with a preanalytic issue at the customer's site. (Preanalytics are within the customer's responsibility) and the hardware-related issue identified by the fsr (bent reagent and sample probes).